Event description:
During an abdominal aortic aneurysm repair, a device malfunction was noted as the graft was not separating from its delivery system. With attempt to retrieve the delivery system, the graft was pulled into the body of the previously placed main body graft and was somewhat angulated. After disconnecting the delivery system in the midst of the shaft the trigger wire was located and successfully retrieved. At this point, the device was disconnected from the delivery system and it was retrieved.